Event description:
It was further reported that the patient returned 3 weeks later for planned rotational atherectomy. The procedure was successful. No patient complications were reported and the patient is currently doing well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a calcified left anterior descending (lad) artery. A 10/2.25 flextome® cutting balloon® was advanced, but was unable to cross the lesion. A non-bsc device was able to cross, but the lesion would not yield. A 2.00mm x 15mm apex balloon catheter was used prior and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).